Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection identified cracks on the ultrasonic sensor flex. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported failed upstream occlusion alarm test which was not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by cracks on the ultrasonic sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion alarm test. There was no patient involvement. No additional information is available.